Manufacturer narrative:
A partial lead with the connector pin measuring 41.0 cm was returned for analysis. External abrasion was found on the is-1 connector leg consistent with lead friction to the ICD can at 6.9 cm to 8.0 cm from connector pin. The metal of the outer coil was exposed at the same area. External abrasion with exposed rv cables consistent with lead friction to ICD can was found at 11.3 cm to 11.5 cm and 13.3 cm to 13.7 cm from connector pin. Intact etfe coating on the cables and lumen to inner coil was noted at the same location. External abrasion with exposed rv cables consistent with lead friction to ICD can was noted at 15.7 cm to 16.3 cm from connector pin. One rv cable was fractured/melted and the etfe coating was breached at the same location on the other rv cable. Intact lumen to inner coil was noted. A fracture of the rv cables inside the strain relief coil was found at 2.0 cm from the connector pin consistent with fatigue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a ventricular fibrillation that was well detected by the device. Afterwards, the device exhibited an alert regarding "possible output circuit damage" and no therapy was delivered. Externalized conductors were noted on x-ray. The patient expired.